Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, upon removing the device from the package, the wire on the jaw of the hemopro was bent and dislodged from the silicone. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The hospital intends to return the device in question. Note: the hospital is unable to provide the device lot number.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review could not be performed as the product lot number is unk. Items marked "ni" are currently unk. (B)(4).